Manufacturer narrative:
This supplemental report is being submitted to correct the MFR report# to 1000317571-2016-00053 with patient identifier# (B)(6). The incorrect MFR report# of 1049092-2016-00156, using the same patient identifier# (B)(6), was submitted on the initial MDR on april 14, 2016 in error. All other submitted data will remain the same. The original equipment manufacturer performed a batch record review for lot# 1093578412 and no discrepancies were indicated. This issue will be monitored through the post market product monitoring review process. No additional patient/ event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on june 23, 2016. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. Note: this complaint issue associated with (2) separate cases. A separate 3500a form has been completed for the other cases. Manufacturers report number: 1049092-2016-00156. Height: 64 inches.

Event description:
It was reported by the end user that they had difficulty removing the eakin cohesive seal and as a result had redness, with occasional itching, under the seal. The patient stated that this has been an ongoing issue for months and the longer she leaves the seal in place the harder it is to get off. Her doctor ordered a CT scan, (reason unknown), and referred her to an ostomy nurse. The ostomy nurse recommended applying phytoplex anti-fungal powder followed by a protective barrier wipes to her peristomal skin.